Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6)2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant potassium of >9.0 on a (B)(6) year old male patient with abdominal pain, had been living out of the country for the past 5 years, in the (B)(6). This patient visited this urgent care on (B)(6)2017 complaining of fever, sore throat, diarrhea and nausea. Customer stated that return product was available for investigation. There was no repeat on I-stat. The patient was sent to the emergency room to be retested, the type of laboratory instrument in use there is unknown and no comparative results are available. At this time and based on the limited information there is no reason to suspect a malfunction exists. Hemolysis is suspected but not confirmed. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/03/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.